Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples received for assessment of complaint. Analysis and results: there are no previous complaints of this code batch, the stock was reviewed. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Analysis samples: no sample received and do not have units available, it is not possible conduct an investigation to determine the cause of the incident. At least (B)(4) units in closed packaging is required to assess the complaint. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread broke during surgery, after stitching started the thread breaks at the knot.